Event description:
Analysis of the returned device found that the catheter shaft was broken. There was no clinical consequence to the patient.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller states customer was incoherent with result of 5.2 mmol/l obtained on the go system. Ambulance was called, and customer tested <1 mmol/l on the professional device approximately 38 minutes after testing 5.2 mmol/l. Customer was treated with a glucose IV; 10 minutes later he tested 4 mmol/l and 15 minutes later tested 7 mmol/l. Customer's daughter treated him with a peanut butter sandwich and low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.